Manufacturer narrative:
The probable root cause of customer reported erbe errors is attributed to faulty electrical component inside the erbe generator.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure that the erbe generator faulted while using monopolar energy. The customer replaced the instrument and instrument energy cable, with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended power cycling the erbe generator. The procedure was completed as planned with no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse arrived on site and planned to replace the defective erbe in between cases. While fse was waiting outside the operating room (or) during a case, the surgeon asked fse to please replace erbe with patient on table. The surgeon and or staff undocked the robot from patient and powered off the robot. Fse alongside with two isi clinical sales representative (csr) worked in the non-sterile field and fse swapped out the erbe generator. New erbe worked flawless throughout the case with no more c-30 nor c-38 errors reporting from erbe. The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and was able to reproduce the issue during in house testing. The underside left lip of housing cover requires rework/correction/replacement due to paint scratch. The unit was tested on a golden system and weak effect occurred via mono 1 operations, c30, m11 errors on mono 2 coagulation. The c30/m11 errors persisted after swapping the cable back to mono 1. The iesu was rebooted and c-38 recurred when attempting mono 1 coagulation. C-00, m-11 errors in found in generator logs.